Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly tested positive for following bacteria. On (B)(6): the air/water channel: enterococcus casseliflavus(1 cfu/100 ml), the suction channel: staphylococcus coagulase negative(1 cfu/100 ml), the elevator channel: staphylococcus coagulase negative (15 cfu/100 ml) on (B)(6): the air/water channel: micrococcus species(3 cfu/100 ml) and unidentified aerobic(1 cfu/100 ml), the suction channel: micrococcus species(3 cfu/100 ml) and moraxella species (1 cfu/100 ml), the elevator channel: micrococcus species(5 cfu/100 ml) and staphylococcus coagulase negative (2 cfu/100 ml). The subject device had been disinfected using non-olympus automated endoscope reprocessor (soloscope series3) with peracetic acid. There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus was informed that the subject device tested positive for staphylococcus coagulase negative (19cfu/100ml) and aspergillus versicolor (1cfu/100ml) during the third surveillance culture test by the facility. The subject device had not been returned to olympus medical systems corp(omsc). But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the testing indicated no microbial growth for the subject device. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".